Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument generated cuvette errors, and leaked fluid near cuvette 14. Customer stated that the wiper was changed on sunday, (B)(6) 2012. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting the issue. Cts determined that the reagent mixer paddle was bent after the customer stated that multiple cuvettes were broken on the left lower wall. Cts noted that the mixer paddle was most likely bent when the reaction wheel was removed for maintenance the day before. Cts instructed the customer to replace and align the cuvettes, replace the mixer paddle, and replace the wash probe. Customer followed the instructions of the cts and this resolved the issue. No further issues have been reported.

Manufacturer narrative:
(B)(4).